Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a week post implant the implantable cardioverter defibrillator (ICD) alerted that it lost wireless telemetry. During the office visit, diagnostic data was not available. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed the reported failure conditions and determined that the failures were due to attenuated address/data signal pulses in the stacked chip scale package (scsp). However, the failure cleared during the analysis preventing identification of the failure source within the scsp. If information is provided in the future, a supplemental report will be issued.